Event description:
(B)(4). The dentist reported the non osseointegration of a dental implant cm titamax ex implant 3.5x9 mm, but did not provide further info about the case.

Manufacturer narrative:
(B)(4).